Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bio-medicus nextgen multi-stage femoral venous cannula was observed to be dented/squished upon opening the package prior to use. The damage was located in the middle of the cannula, although the packaging itself was not damaged. Other devices in the same box/shipping container were not damaged. The cannula was replaced. There was no patient involved.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Additional information d.4 unique identifier (UDI) #: this field was updated. # correction d.3 MFR name & postal code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.